Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the telemetry department abruptly shut down and upon boot up would not boot into the software. The cns would stay at the cns-6000 series screen and would not boot pass that. They powered off the unit and then reseated the hdd in port 1 and removed the hdd in port 2. After reboot they were able to successfully launch the software. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) in the telemetry department abruptly shut down and upon boot up would not boot into the software. The cns would stay at the cns-6000 series screen and would not boot pass that. They powered off the unit and then reseated the hdd in port 1 and removed the hdd in port 2. After reboot they were able to successfully launch the software. The customer stated that the hard drives were replaced and the unit was working correctly. No patient harm reported. Investigation conclusion: history shows device had not previously experienced issues related to rebooting or hard drives. After the reported event in another complaint: (B)(4) where the clinical staff shut down cns pu-681ra s/n: (B)(6) because the time was incorrect, boot up issues emerged. Customer later reported device spontaneously rebooted and failed to boot up under ticket: (B)(4) on (B)(6) 2019. The issue was eventually resolved by replacing the hard drives. Analysis of the device logs gathered up to (B)(6) 2019 shows internal process was not started properly. Additionally, there were 30,000 logs of failed memory access. Nkc's recommendation was to repair failed component (hard drives), reinstall operating system and cns application. This investigation concluded that the reported boot up issue was caused by hard drive failure. But due to limited information available, the root cause(s) leading to hard drive failures could not be determined. The following fields are not applicable (na) to the MDR report. D4: lot number & expiration date. Additional device information: d11 & c2: concomitant medical device information. They were monitoring bedside monitors, but no model or serial number information was provided. Additional information: b4: date of this report. F6: date user facility/ importer became aware of the event. F7: type of report. F11: date report sent to FDA. F13: date report sent to manufacturer. G4: date received by manufacturer. G7: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the telemetry department abruptly shut down and upon boot up would not boot into the software. The cns would stay at the cns-6000 series screen and would not boot pass that. They powered off the unit and then reseated the hdd in port 1 and removed the hdd in port 2. After reboot they were able to successfully launch the software. The customer stated that the hard drives were replaced and the unit was working correctly. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. They were monitoring bedside monitors, but no model or serial number information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the telemetry department abruptly shut down and upon boot up would not boot into the software. The cns would stay at the cns-6000 series screen and would not boot pass that. They powered off the unit and then reseated the hdd in port 1 and removed the hdd in port 2. After reboot they were able to successfully launch the software. No patient harm reported.